Event description:
From staff: during the closure of the vaginal cuff of a patient during a laparoscopic hysterectomy, a v-loc suture broke while in the tissue. The needle had been inserted onto the endo stitch device by the surgical tech on the sterile back table and handed to the surgeon. During the first pass through the tissue the needle broke in half, with only one half coming back out of the patient. The surgeon looked for the missing half on the needle in the surrounding tissue but determined it would do more harm to the patient to look further. It was determined that it would be safer for the patient if further searching was discontinued. Per policy and x-ray was performed following the case. A radiologist read the films and concluded that a foreign item was left in the patient¿s pelvis. From operative report: an endo stitch device was used to close the vaginal cuff in a running fashion. With the initial bite of the endo-stitch in the right uterosacral ligament, a break of the needle was identified. Half of the needle was stuck inside hand piece of the endo-stitch device, the other half of the needle was retained in the tissue of the uterosacral ligament. Attempts were made to locate her identify the retained needle, but it was completely buried within the thick tissue on the right side of vaginal cuff. A second v lock suture was used to successfully close the vaginal cuff. The specimen was removed from the vagina and handed off the field for pathology review.

Event description:
From staff: during the closure of the vaginal cuff of a patient during a laparoscopic hysterectomy, a v-loc suture broke while in the tissue. The needle had been inserted onto the endo stitch device by the surgical tech on the sterile back table and handed to the surgeon. During the first pass through the tissue the needle broke in half, with only one half coming back out of the patient. The surgeon looked for the missing half on the needle in the surrounding tissue but determined it would do more harm to the patient to look further. It was determined that it would be safer for the patient if further searching was discontinued. Per policy and x-ray was performed following the case. A radiologist read the films and concluded that a foreign item was left in the patient¿s pelvis. From operative report: an endo stitch device was used to close the vaginal cuff in a running fashion. With the initial bite of the endo-stitch in the right uterosacral ligament, a break of the needle was identified. Half of the needle was stuck inside hand piece of the endo-stitch device, the other half of the needle was retained in the tissue of the uterosacral ligament. Attempts were made to locate her identify the retained needle, but it was completely buried within the thick tissue on the right side of vaginal cuff. A second v lock suture was used to successfully close the vaginal cuff. The specimen was removed from the vagina and handed off the field for pathology review.